Manufacturer narrative:
No known impact or consequence to patient. Device operates differently than expected. UDI # unknown. The actual complaint product was returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported by FDA report number (B)(4) on 11-feb-2016 that states, a male patient with bowel obstruction was set up on the ventilator and four days later, the circuit tubing was observed by the registered nurse to be fully collapsed. The patient was desaturating and the alarm was going off. The ventilator setting at that time consisted of simv 14, tidal volume (vt) 700, fractured inspiratory oxygen concentration (fio2) 40%, +5 positive expiratory end pressure (peep), and 15 pressure support ventilation (psv). The patient was removed from the ventilator and manually ventilated with a bag and mask. The saturation rapidly returned to normal. The ventilator and tubing was sequestered. A thorough performance maintenance test was run and no mechanical issues were identified with the ventilator and ventilator circuit. The issue was recreate by releasing the closed suction device's suction lock and holding it down. It is suspected that the suction button was unlocked and became compressed causing the ventilator circuit tubing to fully collapse. No additional information provided.